Manufacturer narrative:
The treatment tip was returned for evaluation. Evaluation of the treatment tip found no issues. Thermage tip passed leak, flow, visual, and thermsitor tests. No functional test was done due to tip being out of treatments. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The datacard shows the treatment was paused for 40 minutes and not re-tuned before the treatment resumed. This could potentially cause harm since the rf energy would not be accurate. Burns, blisters, scabbing, and scarring are possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. Application of topical steroidal or antibiotic preparations may be of benefit.

Event description:
It was reported that the patient experienced a burn to the mid face that was noticed the same day as treatment. Incident occurred at 200 reps and the highest energy level used was 4.0-5.0. Allegedly, there was blistering, redness, and swelling and the symptoms lasted for 2-3 weeks. Symptoms were treated with ointment then later with the fraxel dual laser.